Event description:
This is 4 of 4 reports linked to mfg report numbers: 3004608878-2025-00223 3004608878-2025-00224. 3004608878-2025-00225. The mayfield modified swivel adaptor (a1018) was being used for a posterior cervical procedure, and the facility's surgeon reported that he thought he felt a slip when he drilled. The patient was unharmed, and there was no surgical delay.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. The teeth on the swivel adapter show some wear from routine use but still passes all specific functional testing. By the completion of service, the swivel sleeve, washers, retaining rings and label will be replaced and general maintenance and cleaning will be performed. Root cause - the complaint is not confirmed for slippage. The teeth on the swivel adapter does show some wear from routine use, but the unit still passed all specific functional testing. Additionally, improper or suboptimal placement of the mayfield system on the patient can contribute to movement or slippage. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.